Manufacturer narrative:
Corrected data: customer/facility phone number: (B)(6). Company representative phone number: (B)(6). Device evaluation in progress.

Event description:
It was reported that when a negative pressure was applied to the product, air got mixed in. The customer suspected that the air may have come from the y-site. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: device evaluation- a device photograph was provided; this showed air in the tubing area. One used sampled was returned for evaluation. . The examination of the returned device showed no defects. A syringe was attached to the device and fluid was injected in effort to duplicate the reported issue. The device was found to allow flow with no air entering the tubing. The reported issue was not confirmed with the returned sample.